Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the tissue pad assembly fell off the instrument. The case was completed with another device of the same product code. There was no pt consequence.